Manufacturer narrative:
Patient's weight unavailable. Other relevant history unavailable. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due to infection. Both the ra and the lv leads were removed without complication. The physician was able to successfully remove the rv lead using a spectranetics 14f glidelight laser sheath. However, after the rv lead was removed from the body, the patient's blood pressure dropped and a pericardial effusion was seen on transesophageal echocardiography (tee). Rescue efforts began, including sternotomy and bypass. A superior vena cava (svc) perforation was discovered. The repair was successful and the patient survived the procedure. This report captures the 14f glidelight in use and an svc perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.